Event description:
Cocr femoral head removed and v40 universal sleeve with 36mm universal ceramic head replaced. No other information per hospital protocol. Spoke to rep. On (B)(6), indicated the medical reason for the reason was due to a pseudo tumor, surgeon did not mention on any other device that brought on the surgery. Procedure took place on the right hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer per hospital protocol. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding a psuedotumor involving an v40 cocr lfit head was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. No patient medical records were available for review. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided

Event description:
Cocr femoral head removed and v40 universal sleeve with 36mm universal ceramic head replaced. No other information per hospital protocol. Spoke to rep. On 11/21, indicated the medical reason for the reason was due to a pseudo tumor, surgeon did not mention on any other device that brought on the surgery. Procedure took place on the right hip.